Manufacturer narrative:
The software revision is unknown at this time; therefore, the most current 510k was used. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a red alarm (artm < 60) sounded in the room but the inter-bedside pop-up linked to this alarm did not open in another room which was in the same inter-bedside group. The bedroom tab also did not turn red in the bedside band when the alarm was triggered. The alarm was noticed by a nurse who was passing near the control unit when the alarm was triggered. The device was in use on a patient at the time of event, no adverse event was reported.